Event description:
Patient scheduled for CABG x 4 with aortic valve replacement. Part of the procedure involves placement of a coiled suture patch (heartstring ii proximal seal system) which is placed in the aorta prior to anastomosis. After anastomosis, the seal system was withdrawn with some difficulty, appeared to get "stuck" and the associated anastomosis appeared disrupted. A second seal system was deployed without incident and repair of the disrupted sutures was performed. The first seal system strand was measured and appeared to be approximately 8 mm shorter than the expected standard length. It appeared that the seal system strand had broken off at some point during withdrawal.